Manufacturer narrative:
The device serial number was unable to be provided, therefore, the device log files were not returned for evaluation. It was further clarified that the reporter does not feel there was a malfunction. We are unable to confirm whether or not there was a device malfunction without the device or the device log files.

Event description:
It was reported that the device settings seemingly contributed to a patient cardiac arrest. Customer later confirmed the event has nothing to do with a device not functioning well. It is rather the combination of while shifting ventilation modes the behavior of the bellavista shows a short inspiration time, a very sick patient, and some user/application mistake reg the settings. The doctor confirmed that the patient is doing well and has been transitioned towards another les high acute care ward.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. The device serial number was not provided by the end user; therefore, specific device information is unknown.